Event description:
It was reported that device found in bvvi mode due to a hardware reset. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi was confirmed in the laboratory and was due to power-on reset. The cause of power on reset was battery depletion. The device was analyzed on the bench with ate and temperature humidity test, and no anomaly was detected. The battery was returned to the supplier for analysis and they reported no anomaly was detected. The cause of the battery depletion is undetermined. (B)(4).